Event description:
It was reported that a novum iq large volume pump had an upstream occlusion alarm during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. Evaluation was able to power on the unit, navigate through the screens, load a set and run an infusion without discrepancies. A review of the event history log revealed an upstream occlusion sensor failure low message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The upstream occlusion sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.